Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent a fusion surgery using rh-bmp2. As per op-notes, ¿I then tested spacers at all three levels with anesthesia performing mild cervical traction and a 7-mm spacer fit well at c6-7 and c5-6 and a 6 mm spacer fit well at c4-5. I therefore placed a corresponding peek grafts. The peek grafts were filled with one-third of 1 rhbmp-2 sponge from the small kit with "dbx" placed above and below the sponge so as to create a sandwich. The grafts were then tapped in so as to be countersunk approximately 1 to 2 mm while anesthesia was performed mild cervical traction. An 8-mm corresponding peek grafts were placed at c6-7 and c5-6 and 7 mm corresponding peek grafts were placed at c4-5. All grafts were placed well as confirmed visually and bilateral fluoroscopy.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.